Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Event description:
Customer reported that the infusion set sometimes got stuck to the side of the inserter and that this caused the cannula to bend and the blood glucose to elevate. The blood glucose reading was 722 mg/dl. Nothing further was reported.